Event description:
Pt received 3 of 3 injections of euflexxa in bilateral knee joints on (B)(6) 2018. On (B)(6) 2018, pt presented to the emergency room with knee pain and swelling. He was diagnosed with sepsis that was thought to develop from the knee joint as the source of the infection. He was admitted for incision and drainage of his left knee, PICC line placement, and IV antibiotics. He also had to have his implantable cardioverter defibrillator (ICD) removed as a result of the infection on (B)(6) 2018. Dose or amount: 20 mg milligrams(s), route: intra-articular. Dates of use: (B)(6) 2018. Diagnosis or reason for use: bilateral osteoarthritis.